Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was pulled back. Additional information obtained from the field which indicated that the dislodgement was confirmed via x-ray and fluoroscopy which most likely occurred since initial implant. Moreover, there was high pacing threshold measurements noted. The lead was explanted and replaced. No additional adverse patient effects were reported.